Event description:
It was reported that the pump ¿dried up¿ because of the doctor¿s ¿calculations¿. The patient experienced withdrawal related to the event.

Manufacturer narrative:
Product ID: 8709, lot# l80788, implanted: (B)(6) 2000, product type: catheter. (B)(4).